Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen via an implantable pump. It was reported that the patient was scheduled for a pump replacement, when they disconnected the pump from the catheter there was no cerebrospinal fluid (csf) flow and there was no visible reason on the existing catheter. The physician checks the spine part of the catheter and there was no csf flow either. The replaced the catheter on (B)(6) 2025. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician did a valsalva test after disconnection of catheter from pump. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter pro duct ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 29-may-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 16-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pli 10: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli20: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.